Manufacturer narrative:
(B)(4). Batch # t5cf7p. Additional information was requested, and the following was obtained: it was reported the procedure was prolonged thirty plus minutes. Was there any patient consequence as a result of the procedure being prolonged? The patient required additional time under anesthesia and additional removal of the colon was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unknown. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? The healthcare professional waited approximately 15 seconds after closing device, but did not retighten prior to firing. Was the device difficult to close? No. Was there any difficulty firing the device? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. What was the appearance of the tissue donuts? Both donuts appeared to be fully formed. Was a complete transection of the cutting washer visually confirmed? Complete transection of the cutting washer was visually confirmed, but it did not appear to be cut in the middle. Were there any staple formation issues identified? There were no staple formation issues identified. Was there any difficulty removing the device? If yes, please describe the specific steps that were taken to remove it. No. What is the current status of the patient? Unknown. Per photographic evaluation: upon visual inspection of three photos, the following was observed: the first and third photo show a device and an anvil with the washer cut from top view. The second photo shows a tissue piece from front view. Based on the photos reviewed, the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the cdh31p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, it was noted shroud weld separations at battery and rotation knob. Weld separations would not have caused the issue reported. Anvil gap 0.019. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoid resection to treat the patient¿s diverticulitis, the surgeon used a cdh29p to perform the end-to-end anastomosis. Upon performing a leak test, bubbles were noted on the posterior wall of the anastomosis. The surgeon successfully re-did the anastomosis using a new cdh29p. The hospital was also evaluating a new mattress for the or bed that slipped dramatically throughout the case. The surgeon stated that due to the patient¿s position on the bed, getting the correct angle with cdh29p was more difficult than usual. He also stated the patient¿s morbid obesity made the case a challenging one. The procedure was delayed for thirty plus minutes.